Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to an implant procedure, the helix of the right ventricular (rv) lead was unable to retract or extend. The rv lead was replaced to resolve the event. There was no patient involvement.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies. The helix was found fully extended and clogged with dried body fluid. After cleaning, the helix could be retracted and extended. The helix did not deploy rapidly all at once during the helix mechanism/extension test. The cause of the helix difficult to retract/extend was isolated to the helix being clogged with dried body fluid.